Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor system. The pump was received with scratched lcd window. The pump was received with cracked case display window corner. The pump was received with cracked reservoir tube lip. The pump was received with missing end cap sticker. The pump was received with broken belt clip slot.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with priming and the insulin pump squirting out during the prime process. The customer's blood glucose level at the time of incident was 160 mg/dl. Troubleshoot was commenced but not able to be completed due to customer not wanting to continue. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.